Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 163 mg/dl. The customer stated trying to use bolus it freezes, bolus wizard option freezes, and the numbers keep scrolling. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with some cosmetic damage.